Event description:
It was reported that the pump powered on but did not charge due to poor connection between charger and usb port. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent.